Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the device was replaced with a new unit around the end of last year, but the recharger becomes warm while charging the implanted neurostimulator (ins). It was reported that since yesterday the antenna portion has become warm during charging. The ins battery level is 80%. It was also stated that the screw inside the controller battery pack compartment is loose. The patient was currently hospitalized (unrelated to scs) and will be discharged tomorrow at 10:00, so a request was made for contact before that time. It was explained that the matter would be relayed to the representative responsible and that follow-up contact would be provided regarding how to proceed. The issue has not resolved, no patient harm was reported. Additional information was received. It was confirmed that the device that was replaced around the end of last year was also a recharger, which was reported as a separate complaint. To resolve this event, the recharger will be replaced. The device is still with the patient. Additional information was received. Regarding if the recharger heating allegations were for the patient¿s last replacement recharger, it was stated that it was not certain because the patient had not returned the device after the previous replacement; however, based on the patient¿s complaint, it is believed that they were referring to the replacement recharger. There was no additional information beyond what was reported in the call center inquiry. There was no plan to replace the controller. The recharger was to be replaced around jun-10.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: g2. Foreign: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.